Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were confirmed and reproduced while running a set. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device constantly displayed the upstream occlusion message. There was no patient involvement.